Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found unexplained power on reboot on the event date. No damages were found with the battery compartment or cap. Battery cap contact measurements were within specifications. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Removal of pump casing found no evidences of moisture or damages to the power circuit. The reported power issue was verified in the black box but not duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.